Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that a month after the dental implant was placed in ada site 13, the implant had not achieved primary stability. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.